Event description:
As reported by implant patient registry, a patient underwent explant of their 26mm sapien 3 ultra valve in the aortic position approximately 1 year and 10.5 months post tavr procedure. The device was explanted for an unknown reason and replaced with an edwards surgical valve.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Update to b4, b5, g3, g6, h1, h2, h11. Upon further investigation, a redaction to this report is required. The new information received in medical records indicates that the valve was explanted due to late endocarditis. Pathology results for the tavr valve were positive for cutibacterium acnes. Prosthetic valve endocarditis is a serious complication in patients that have these devices. It can occur early (60 days or <) or late (>60 days) after valve implant. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. With the new information provided, this event is no longer reportable to the FDA. As the new information indicates, the endocarditis occurred >60 days post tavr implant and the culture was positive for cutibacterium acnes. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Event description:
According to the medical record review, the patient underwent a tte for bacteremia 1 year and 10 months post tavr and showed ef 60-65% and 1.1cm vegetation on the lvot side of the tavr valve. There was evidence of valvular regurgitation, no aortic stenosis and trace aortic insufficiency. Pathology results for the tavr valve were positive for cutibacterium acnes.